Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter that the patient presented for a consultation regarding their bite. During the consult it became evident that the patient's bite was not being properly addressed and it was determined that an orthodontist would be required to treat the patient and properly move their canines. Informed patient that if they continued with the byte treatment there would be significant risks to their dental health. It is strongly recommended that they discontinue immediately. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.